Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. It was likely that the image noise occurred due to damage to the charge-coupled device unit. Based on the results of the investigation, a root cause could not be identified. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed image noise. The event occurred during setup/inspection for use. There was no patient involvement.